Manufacturer narrative:
Results evaluation codes (other): investigation: the returned sample was visually inspected. The mask did have a crack on the molding intersection. The mask did have adequate air to have been able to be used in an emergent situation. A review of our complaints database reveal no other reports on this device lot number. Root cause: this is likely attributed to an injection control issue. Corrective action: as a preventative meausre, our supplier, checked their stock to assure was able to withstand up to 5kg pressure testing. No cracks were found during testing. As a precaution, or supplier has stated that sampling inspection will be performed for pressure testing up to 5kg from both sides of the mask when produced. They are also addiing pressure testing standard on their quality and research and development procedures. This event has been logged for trending purposes. Due to infrequency of this type of report no further corrective actions will be taken at this time.